Event description:
The lay user/patient contacted lifescan alleging the meter read inaccurately erratic, however the results were not specified. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
.